Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement as the physician accidentally dislodged this ra lead during upgrade replacement. This ra lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.